Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of colectomy functional end to end anastomosis procedure, the surgeon clamped intestinal canal with device cartridge. The surgeon tried to push the plastic knob; however, it was stiff and could not push it. The device was removed from intestinal canal. The nurse tried to remove the cartridge from the instrument; however, the cartridge disengaged from reload. (No damage caused to the nurse). Replaced by new cartridge and the firing was successful. The status of the patient was reported as no problem.